Event description:
It was reported that prior to starting a da vinci transoral surgical procedure, the surgical staff encountered recoverable error codes 23 and 25553. The surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the site's system logs and found multiple error codes of 23, 30, and 25553 related to the endoscopic camera manipulator (ecm). Error codes 23 and 30 indicate there was an intermittent communication problem between rac (remote arm controller) and essj (embedded serializer setup joint) boards. An error code 25553 is a recoverable fault code indicating that a hardware fault reaction logic (frl) occurred on a local rac board. The tse instructed the site to power cycle the patient side console (psc) and perform a breaker reset. However, an error code 25553 continued upon start-up of the da vinci system. The surgical staff performed a fault recovery but the error code persisted. Due to the reported issue, the surgeon made the decision to abort the da vinci transoral procedure and proceed with open surgical techniques. At that time, the patient was under anesthesia and the system had not been docked. The initial reporter of this complaint indicated that there were no issues with the patient. On (B)(4) 2014, an isi field service engineer (fse) performed a field evaluation at the site. The fse repaired the system by replacing the camera setup joint (suj). The fse then tested the da vinci system and verified that it was ready for use. On (B)(4) 2014, isi contacted the clinical sales representative (csr). The csr was present during the planned da vinci surgical procedure. He confirmed that the patient was under anesthesia at the time of the event and the da vinci system was not yet docked to the patient. According to the csr, the open surgery was completed and no post-operative complications were reported. He also stated that the reported issue in relation to the error codes was resolved after the fse performed a field evaluation at the site.

Manufacturer narrative:
The camera suj was returned to isi and evaluated. Failure analysis evaluation of the suj revealed that the cable harness faulted while wiggling in an up and down motion during sine cycle. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014 and confirmed that multiple error codes of 23, 30, and 25553 occurred during the surgical procedure. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci transoral procedure and perform the procedure with open surgical techniques after encountering recoverable error code faults with the da vinci system.